Event description:
The patient was implanted with the manufacturer's clinical trial left ventricular assist device (lvad). It was reported by the perfusionist, that while eating lunch in the rehab hospital, the patient experienced a yellow battery alarm. The patient proceeded to exchange the batteries, and as he disconnected the first battery, the system controller alarmed with red battery and red heart alarms. The patient exchanged the batteries; however, the alarms persisted. He decided to return to his room to switch back to his own power base unit (pbu). It was further reported, that while walking back to his room, the patient felt weaker and was then found unconscious by a physician. The physician exchanged the batteries and brought the patient to ICU and connected him to the pbu. The patient became responsive and was kept in the ICU for a few hours for monitoring. Later that day, the patient was brought back to his room.

Manufacturer narrative:
The manufacturer is attempting to acquire the batteries for further evaluation. No further information is available at this time.